Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported foot break was confirmed. The reported knot appeared higher than normal was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: the sheath size for the transcatheter aortic valve replacement (tavr) procedure was 14f. One proglide device was successfully placed (suture was not removed) and the knot was tightened. Additionally, a non-abbott device and manual arterial compression were used to achieve hemostasis.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a mildly calcified common femoral artery was completed with two proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 8f and the tavr procedure was completed. Reportedly, when placing the proglide suture trimmer the knot appeared higher than normal. One detached proglide foot was observed in the tissue tract. The proglide foot was removed. The suture of the second proglide device was removed and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.